Event description:
It has been reported to philips that the system did not turn on. The system was outside of clinical use when the issue occurred. There was no patient or user harm reported. Philips has started an investigation of this complaint.